Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "camera out of calibration" for the excelsius no case logs were provided, so no investigation could be performed. When the camera is bumped, the user will be presented with a warning. When this camera bump warning is present, implant selection on the navigation page would not be possible. This is expected system functionality when the system detects the camera has been bumped. An fse was sent out to replace the camera and perform an aak accuracy test under where the system was left fully operational. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
In between cases system flagged another "bump error", this has happened 2 days after the site had another bump error. This was resolved via accuracy test pass. Site have been vigilant and assured me that no-one had impacted the camera and the warning randomly appeared when prepping for the second case.